Manufacturer narrative:
Concomitant medical products: product ID: 8870, serial# unknown, product type: software. Product ID: 8840, serial# unknown, product type: programmer, physician. Information references the main component of the system. Other relevant device(s) are: product ID: 8870, serial/lot #: unknown, ubd: , UDI#: ; product ID: 8840, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving unknown medication at unknown concentration and dosage via an implantable infusion pump for the treatment of spinal pain. It was reported that the patient's new pump was implanted on (B)(6) 2018. It had programming changed done in the clinic to increase the dose and program a single bolus. The hcp programmed the single bolus and had already done the dose increase but when she went to telemetry/update the pump she encountered a pump memory error which halted the telemetry so she took out the single bolus, allowed it to update via the 8840/pump and that cleared the error. It was reviewed that the hcp would be assisted to confirm that all programming was correct. The hcp completed the programming and the patient was not at the clinic at the time of the report. No further complication was reported. The event date was (B)(6) 2018 and no patient symptom was reported. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare provider (hcp) via the representative. Serial number and software card version of 8840 was not available. No further complication was reported.